Event description:
We received a 3500 from the FDA that was originated by the user facility. The 3500 states that during an acl repair, a portion of the distal tip of nitinol guidewire broke off into the patient's joint space. The fragments were retrieved from the body and the procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.